Event description:
I'm pregnant and needed to get a 3-hour glucose test done at a (B)(6) to screen for gestational diabetes, which includes drinking a 100g glucose drink. Aside from the fact that everything was so disorganized and I was getting conflicting directions from different staff members, the biggest health issue was that I received a glucose drink that expired on march 19, 2025. Today is february 20, 2026. Almost an entire year expired. I drank half of the drink before noticing that it was expired. I did not complete the test after being unhappy with the lack of organization and after noticing the drink was expired.